Manufacturer narrative:
This report is being supplemented to provide the device evaluation. The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. Additionally, the repair center found dust accumulation inside the block and the glass inside the video connector socket receptacle cavity was damaged due to excessive force when connecting devices. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to customer¿s mishandling and a lack of a regular maintenance. However, the definitive root cause was unable to be determined since the event could not be reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had the unit displaying error message e116. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.